Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: + (B)(6). Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease fold, wear abrasion and deformation was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device.